Manufacturer narrative:
Spacelabs has launched an investigation of this event and will file a supplemental report when the investigation is complete. Placeholder

Event description:
Spacelabs received a report that a command module model 91496 signs off the monitor after 10-15 minutes of patient use on (B)(6) 2015. No one was injured as a result of this event.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. A cold solder for component u350 on pcba 670-0982-02 had failed; therefore the pcba was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of an ECG trace was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation. Placeholder.